Manufacturer narrative:
(B)(4). Method: the complaint iw932 cosycot infant warmer head was returned to our fisher & paykel healthcare regional office in (B)(4) for evaluation where it was inspected by a trained technician. Results: visual inspections of the photograph revealed cracking at the dome portion of the upper-head case. The cracking emerge from plastic chipping most likely as a result of crazing. The area where the head screw is on shows the same symptom. Plastic chipping is also evident at the bottom of the head case. Conclusion: based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. It must be noted that the complaint device is over thirteen years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces."

Event description:
A healthcare facility in (B)(6) reported that the heated head of a iw932 cosycot infant warmer was damaged. There was no reported patient involvement.